Event description:
This device was revised due to a migration "(B)(6) 2012 the generator was superficial with some tenting from the lateral edge. There was no infection". On (B)(6) 2012, the pt underwent a pocket revision and all available info suggests this device remains implanted. If add'l info becomes available, this event will be updated.